Event description:
Customer reports, "pt. With ohs today. Extubated, alert, talking, with sudden loss of consciousness and pulseless electrical activity rhythm noted. Paced, cardiopulmonary resuscitation, defibrillation (when pt. Went into ventricular fibrillation), chest opening by md at bedside. Open chest massage, defib with internal paddles. All efforts fruitless. After code md noticed blood tubing from autotransfusion full of air down to intravenous insertion site. Blood container on pressure bag. Md stuck a needle into intravenous line and air bubble appeared. Note: due to problems of blood flow a pressure bag was used. The pressure bag forced air as well as blood into the pt. Comment: staff error. Do not place autobag on pressure tubing."